Event description:
Pt underwent upgrade from pacemaker to ICD in 2003. During procedure, existing ventricular pacemaker lead was capped and ventricular ICD lead was implanted. In 11/2003, the pt had an echocardiogram and the hosp noted pacemaker wire in the right ventricle. It was difficult to visualize location on the pacer wire but suspicious for rv perforation, a trace pericardial effusion was seen. On eight days later, the pt had another echocardiogram and the hosp noted a small pericardial effusion and no pericardial tamponade. Five weeks later, pt complained of muscular stimulation at the left chest site below the ICD. Ventricular lead was checked again and capture threshold had increased. During repositioning on five days later, the lead could be seen on the fluoroscope and appeared to be outside the right ventricle. The lead was removed without complicaton and there was no evidence of a pericardial tamponade. The surgeon attempted to reposition the lead but could not push the stylet to the tip of the lead. They concluded that this likely due to dried blood in the lead from th initial procedure. The riata lead was removed and a competitive lead was successfuly implanted.